Event description:
The customer reported that the doctor tried to perform a radio frequency ablation procedure, but the generator did not work properly. The generator turned on properly. The generator turned on properly, but would not respond when the impedance check button was pressed. Also, a rattling sound was heard from inside. The procedure was aborted, and the next day, the procedure was completed with another generator without any problems. The patient is ok.

Manufacturer narrative:
(B) (4). (B) (4). The incident device has been received at our tyco (B) (4) service center and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.